Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a competitor's field representative that this product was going to be explanted. The reason for the anticipated explant was thought to be an infection, but that could not be confirmed. Subsequent communication from the boston scientific field representative noted that he was unable to obtain any more data related to this event. No additional adverse patient effects were noted. As of today, the product remains in service as we have not been able to confirm the explant.